Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) was in rom mode due to lost conductive telemetry during a firmware update. No changes or interventions were reported. There were no patient consequences.